Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". In 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pelvic pain"), amenorrhoea ("lack of menstrual cycles"), abdominal distension ("bloating"), vaginal infection ("vaginal infections"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, amenorrhoea, abdominal distension, vaginal infection, anxiety, depression, migraine, headache, nausea, tooth disorder, dysmenorrhoea, weight increased, abdominal pain upper, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, migraine, nausea, pelvic pain, tooth disorder, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Reporters information updated. Event: injury were updated to hormonal changes describe: lack of menstrual cycles. New events: bloating, infection (bladder/ urinary tract/vaginal) type: vaginal infections, psychological or psychiatric problems condition: anxiety & depression, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), weight gain, pregnancy (ectopic), device ineffective, stomach pain, abdominal pain, pelvic pain, back pain, plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.